Event description:
The customer returned the device for not turning on. During device evaluation, a cracked downstream occlusion seal (dso) was found. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for analysis. Service history review found no related history. The customer issue could not be confirmed through functional testing per performance verification tests (pvt). The device turned on with both ac adapter and aa batteries. Upon further investigation the downstream occlusion (dso) seal was found to be cracked. The seal was replaced. A dso calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. The device was reset to standard configuration.